Manufacturer narrative:
The technician found head up valve rubber was worn. He replaced head up valve to resolve this issue.

Event description:
Technician alleged that the head of the bed would drift down.